Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during a routine cartridge change. Reportedly the user's blood glucose (bg) level was not impacted. However the exact bg level was not provided. It was confirmed that the user will continue to use the pump until replacement pump arrives.